Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unidentified alarms were received. Customer was using an alternate method for insulin therapy. There was no reported impact to customer's blood glucose. As the contact did not have pump at the time of the event no additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.